Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit powered up properly after the test battery was installed. Unit then was monitored for seven days. No blank display or unexpected alarms/alerts noted during testing. Unit had intermittent button response on the esc button due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd board was found locked properly. Unit had minor scratched display window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Blood glucose was unknown. Customer reported that her device was switch off without warning. Customer changed the battery and device restarts however same issue occurred 15 days later. The insulin pump will not be returned for analysis.